Event description:
On (B)(6) 2016, pt had boston scientific endovive safety peg tube placed, on (B)(6) 2016 pt taken emergency to operating room for peritonitis secondary to leaking peg. We only use the m00566481 and m00566461 and it is not documented which was used.